Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. The review of the logfile analysis showed malfunctioning geo-pc. Malfunction can be confirmed, most likely cause is unknown. Fse re-installed software of the geometry computer which returned the system to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that no geometry movements were possible. The issue was found during clinical use. There was no reported patient or user harm. A philips field service engineer (fse) re-installed software of the geometry computer which returned the system to use in good working order.